Manufacturer narrative:
The report stated that the lead was revised due to migration. Confirmation of lead migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did not state if the patient had any falls or trauma prior to the reported event.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6).

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken wherein the lead was explanted and replaced. One ipg port had foreign material inside prohibiting the insertion of the lead, therefore the ipg was also explanted and replaced during the procedure.